Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an elective upgrade procedure. During the procedure, the patient's right atrial and left ventricular leads dislodged. The leads were removed and replaced. The patient's condition was unchanged throughout.